Event description:
Additional review indicated this event was previously reported in mfg report # 3007566237-2015-01293. Any additional information regarding the event will be indicated in that report.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the implantable neurostimulator (ins) became overdischarged. It was unknown if there had been one strike or three strikes. The battery was unsalvageable after the first attempt. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.